Manufacturer narrative:
The customer on the recommendation of the vyaire technical support group replaced the gas delivery engine(gde). The customer reported the suspect gde component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a ventilator inoperative condition while in patient use. The customer reported no patient harm was associated with this event. The customer reported multiple error faults in the error log of the device.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. Bench testing revealed the inspiratory flow sensor was not operational.